Event description:
I purchased two libre 3 sensors to monitor my blood sugar as I was starting on insulin. Because I don't inject insulin 3 times per day I had to pay out of pocket for the sensors. The first one consistently gave me inaccurate readings ( up to 100 pts off) when I checked against my usual readings from finger sticks. The second sensor wouldn't work at all and kept sending a message to the app that it wasn't on my arm correctly when it was. I called abbott today and talked to customer service. After a lengthy call they said they would send new sensors in the mail, taking up to 10 business days because I could test my blood the old fashioned way. But lows occur at night and unless I stayed up all night to test my blood, I would never know if I had a low and could die without the sensor. They could not get it through their heads or protocol that being able to test with a finger stick is not sufficient if you are on insulin. I asked them to fedex the new sensors and they refused. I believe they have a run of faulty sensors and I can't keep shelling out money for sensors that don't work. Reference report: mw5116001.